Manufacturer narrative:
Date of event: month and year of event have been provided, but day is unknown. Lot number, expiration date, UDI, manufacture date are unknown; no information has been provided to date. Other operator of device: operator of device is unknown. Investigation summary: one used, decontaminated sample was received for investigation. Under visual inspection the sample appeared to be in good condition. During the manufacturing process the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12-hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the received sample. It was confirmed that after 12 hours the cuff was still fully inflated, no pressure drop in the cuff was detected - no cuff leak. Based on results of testing the reported failure was not observed. No DHR review was performed because no lot number provided. No trend of similar customer complaints was identified.

Event description:
It was reported that the cuff deflated from 9cc to 6cc after three hours. There was unknown patient involvement and no harm/adverse event reported.